Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: black box shows multiple alarms on (B)(6) 2014. Returned battery cap and test cartridge cap were used to complete the investigation. The pump alarmed with upon the first ¿rewind¿ attempt; complaint is duplicated. The pump¿s case was removed, no moisture corrosion was found to the printed circuit board, inspection found the motor flex not fully inserted in the motor printed circuit board connector. The pump was able to perform "ez-prime" after inserting the motor flex securely to the printed circuit connector.

Manufacturer narrative:
Correction submitted 11/14/2014: the correct pump serial number associated with this complaint is (B)(4).